Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. The noise was reproducible with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.